Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient initially reported bilateral redness and nodules approximately 1 month post miradry treatment. The symptoms were diagnosed as hidradenitis suppurativa (chronic skin condition). At 8.6 months post-treatment, patient reported the nodules became painful and drained fluid. Patient was examined by another dermatologist who confirmed the diagnosis of hidradenitis suppurativa. Antibiotics and kenalog injection were prescribed. However, the patient refused to take antibiotics.